Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was spinal pain. On (B)(6)-2016 the patient reported that she was seeing an 8286 (empty reservoir) error code on the ptm (personal therapy manager); she thought she got the code yesterday ((B)(6)-2016). She had been using the ptm since she was implanted in (B)(6) 2015 and had been to her hcp (healthcare professional) twice since she was implanted. She was started out on the lowest dose possible. On (B)(6)-2016 she started having horrible pain (baseline pain that the patient had all the time). She wasn't due to go back to the hcp until (B)(6)-2016. The patient had not heard a pump alarm. The patient was planning to follow-up with her hcp. On (B)(6)-2016 additional information was received a company representative and it was reported that telemetry confirmed the pump was empty. The patient experienced pain related to the empty reservoir. The pump was refilled on (B)(6)-2016. The pump was empty due to a misunderstanding and human error regarding the refill date. As of (B)(6)-2016 everything, including the patient's pain, was resolved.